Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm. The aortic neck was conically shaped and it was 1 cm in length. The aneurysm was rapidly expanding. Upon the final angiogram there was a proximal type I endoleak. The physician re-ballooned with a reliant and continued to see the type I proximal endoleak. The physician elected to implant six aptus endoanchors. After completing the aptus endoanchors another angiogram was done showing the type I endoleak was still filling the aneurysm sac. The physician decided to snorkel the left renal and implant an aortic cuff. The physician gained brachial access from the left arm and implanted an 8x59 stent from another manufacturer and an endurant 32 aortic cuff. Upon completing the snorkel technique a final angiogram was done with no type 1 endoleak. The physician stated the cause of the event was due to the short conical neck. No clinical sequelae were reported and the patient is fine.